Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Customer was found unconscious and was transported to the emergency room (ER) and was subsequently hospitalized due to a blood glucose level of 1037 mg/dl and diabetic ketoacidosis. Customer was treated with an unspecified intravenous fluid, and manual injections. Customer was released from the hospital on (B)(6) 2020 with no permanent damage, and the issue resolved.